Manufacturer narrative:
Rexiati, n., aikeremu, r., kadeer, k., fan, y., feng, z., wang, k., . . . Cheng, x. (2018). Short-term efficacy of pipeline embolization device for treating complex intracranial aneurysms. Bio-medical materials and engineering, 29(2), 137-146. Doi:10.3233/bme-171718 the pipeline device will not be returned for evaluation as it remains implanted in the patient. Based on the provided information, there does not appear to have been any defect of the device during use. The event occurred in the patient post-procedure and the causes could not be conclusively determined from the provided information. Mdrs related to this article: 2029214-2018-00314, 2029214-2018-00315, 2029214-2018-00485, 2029214-2018-00486. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic literature review found reports of patient deaths after pipeline implantation. The purpose of this article was to evaluate short-term efficacy of the pipeline embolization device (ped) in the treatment of complex intracranial aneurysms. The authors reviewed the clinical data of 29 patients with 32 intracranial aneurysms treated with ped. Of the patients, 22 patients were female and 7 were male; average age was (B)(6). The article states that a patient experienced sudden loss of consciousness at five days post-procedure. Head CT revealed subarachnoid hemorrhage and aneurysm rupture. The patient subsequently passed away.